Event description:
It was reported that the spinal cord stimulation (scs) leads were replaced due to patient needed more leg and buttocks coverage. The patient was doing well postoperatively, and the explanted devices were disposed and will not be returned. No device malfunction was suspected.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 7081230.